Manufacturer narrative:
Date of occurrence: 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured july 28, 2016 ¿ august 1, 2016. The device was received for evaluation. Visual inspection revealed that there was no solution in the reservoir. Functional leak testing was performed by manually filling the device with water. During fill, a leak was observed from a cut in the delivery tubing located at the solvent-bonded junction of the tubing and the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.